Event description:
Complainant alleged that the clinicians responded to a call for an unconscious pt. Upon the medics' arrival on scene, the pt was supine in bed. The medics determined that the pt has a "very weak carotid pulse and agonal respirations". An oral airway was established and the pt was ventilated. The medics then began to monitor the pt with the device. At this point there was no carotid pulse in the pt. And all vital signs were absent. The medics analyzed the pt's heart rhythm with the device in AED mode. The device gave a "no shock advised" prompt. Pt CPR was then performed for one minute. Again the pt's heart rhythm was analyzed, and again the device gave a "no shock advised" prompt. CPR was performed on the pt for one minute. The pt's heart rhythm was analyzed a third time, but the device gave a "no shock advised" prompt. Pt CPR was continued as the pt was transported. During the pt transport, the device displayed a "check patient" message, the pt's heart rhythm was analyzed, but, the device returned a "no shock advised prompt. Pt care was then transferred to another ems team. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Subsequent analysis of the ECG report by the facility indicated that the device inappropriately gave a "no shock" prompt to a shockable pt heart rhythm.